Manufacturer narrative:
The device was explanted, but was not returned. Nevro attempted to obtain event details; however, the information was not available. The manufacturing records were reviewed and no nonconformities were found. Based on the initial report, it is likely that the event is procedure rather than device related.

Event description:
It was reported to nevro that the device was explanted due to a spinal fluid leak following an implant procedure. There were no reports of further complications.